Manufacturer narrative:
The end-user reported upon attempting to disengage the drive motor of the smartdrive device via a double tap of the e2 smart watch, the drive motor continued to run which forced the end-user to hold on to the wheelchairs hand rims until a bystander could turn the drive unit off. The end-user did not sustain any injuries as a result. During the validation of a pending design change to provide the smartdrive mx2+ application for android wearables, engineering identified a missing code in the application related to anr (application not responding) where if the application crashes due to an anr, the error handling logic fails to stop the bluetooth communication to the smartdrive mx2+ drive unit. As a result, the motor continues to run, and the user may not be able to disengage the device using tap gestures. A CAPA investigation, 23-002, was opened to address this issue. As part of the investigation, it was determined the way to identify if an anr event occurred could be detected by the screen on the wearable. If it is reported the screen is blank/dark during or just after the event, or if the end-user recalls the need to restart the mx2+ application to restore operation. For this specific case, the end-user stated the app remained in focus as indicated on the screen. User claimed to have tapped the screen of the watch to stop, where the app gave visual confirmation, but alleged the motor still did not disengage. Permobil technicians evaluated the device, with the e2 watch, and found the device fully operational with no signs of a malfunction having occurred. The device started and stopped properly, without a failure, with the e2 smart watch via tapping. The device also disengaged drive when tapping the screen of the watch. Permobil is unable to confirm a failure having occurred therefore, unable to reach a determination as to possible root cause of the reported failure without speculation. Although unconfirmed, information outlined in the CAPA investigation, based on symptom, suggests that the allegations related to failure to disengage drive by tap gestures could be an anr error, which if to reoccur, has the potential to lead to a serious injury. The DHR was reviewed, and the device was found to have met specifications prior to distribution.

Event description:
Received report claiming while operating the smartdrive mx2+ in an outdoor setting, when attempting to disengage the drive motor via a tapping motion on the e2 smart watch, the device reportedly failed to disengage and the end-user had to grab the hand rims of the wheelchair until he could receive assistance from a bystander to turn the device off. No injuries were sustained as a result.